Manufacturer narrative:
(B)(4). Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self-test for defib and pacer function after pacing the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty transformer processor/bridge/pace board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.